Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to perforation which occurred shortly after initial implant. The doctor concluded the lead had completely perforated the rv and was causing the fluid accumulation. Should additional information become available, this file will be updated.